Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had technical error 63. Thee was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer is trained to repair cardiosave and replaced video generator board and executive processor board as per service manual recommendation for fault # 63 (unable to configure touch screen controller device fault).

Manufacturer narrative:
Updated field- b4, e2, e3, g3, g6, h2, h11.